Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure for three vertebral fractures of the lumbar spine. During the procedure, a small amount of bone cement was noted in the spinal canal. The fill was discontinued and the patient was evaluated by a neurosurgeon. No injury was detected and the patient was discharged home. No additional information was reported.

Manufacturer narrative:
Method - device not returned; followed up with company representative.